Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that after placement of the endotracheal tube in the patient and inflation of the cuff, the desired tension was not maintained by exhausting the cuff air. Currently, the patient is doing well.